Event description:
Ventilator in anesthesia machine failed. Display on machine showed "ventilation fail". Rebooted machine. Same problem. Hand ventilation with passive/pipeline. O2 100% until machine swapped out. All of this immediately after induction of anesthesia.